Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd rapid detection of sars-cov-2 veritor assay a false negative result was obtained. A repeat test was performed using a pcr test method and the result was positive. The customer stated the employee tested was asymptomatic with known exposure. This test is not intended for use on asymptomatic patients and was therefore used off label. The employee self quarantined and the residents had to be tested. (B)(4).

Event description:
It was reported that while using bd rapid detection of sars-cov-2 veritor assay a false negative result was obtained. A repeat test was performed using a pcr test method and the result was positive. The customer stated the employee tested was asymptomatic with known exposure. This test is not intended for use on asymptomatic patients and was therefore used off label. The employee self quarantined and the residents had to be tested. Eua # (B)(4).

Manufacturer narrative:
Investigation summary: this memo is to summarize the investigation results regarding the complaints that alleges false negative or discrepant results when using kit bd veritor for rapid detection of sars-cov-2 (mn# 256082), batch number 0213905 bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. An investigation and testing were performed on the batch number provided. The complaint was unable to be confirmed. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.